Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a guidewire stuck in the lead. Guidewire test could not be performed due to a guidewire stuck in the lumen of the lead. The guidewire is kink/buckled in the distal tip nose of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician inserted the guidewire into the left ventricular (lv) lead and the guidewire became stuck and could not be removed. The lv lead and guidewire were removed and replaced. No patient complications have been reported as a result of this event.